Event description:
A surgeon reported that while in a tumor resection, the computer was unexpectedly unresponsive and continued to work only after re-booting. The pt was under anesthesia, and the incision was made. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on pt outcome reported.

Manufacturer narrative:
The reporting surgeon was unable to provide any pt info. RMA issued. No parts or files have been returned to the MFR for eval as of the date of this report.